Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. No product was returned. As per clinical patient had ischemia due to occluded right femoral artery and ischemia resolved after explant. The cause of the limb ischemia issue was patient condition related due to patient having thrombotic occlusion of the right femoral artery per clinical review.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age, race, gender in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed a thrombotic occlusion of the right femoral artery due to decreased activated clotting time. This event required prolonged hospitalization. This event occurred during/after repositioning of the unit. The device was explanted successfully.